Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When the sales rep checked the cartridge, it was found that the cartridge had been fired a little. It was highly possible that the device was locked out and the doctor understood it. (B)(4).

Event description:
It was reported that during a laparoscopic lobectomy procedure, at first, the jaw clamped on the lung, and then the jaw was once opened to adjust the cut line and closed again. The device could not be fired, because the firing trigger was very hard. After that, the jaw would not open, so the manual release lever was used to release the device. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One piece sled the (B)(4) device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties.